Event description:
(B)(4). Got pregnant; started having numbness in my right thigh; very bad back pains n migraines; stroke like symptoms; was in ICU for 3 days; it all ended in me having a hysterectomy to get it removed.